Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018. The customer¿s blood glucose was 190 mg/dl at the time of the incident and current blood glucose was 350 mg/dl. The customer had symptoms such as thirst, nausea, vomiting and abdominal pain. The customer was treated with insulin pump and injections. The customer does not allege pump was under delivering. The customer was wearing the pump at the time of hospitalization. Customer declined to perform the high pressure test. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will not be returned for analysis.